Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Event date: unknown. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cutting surface of a curved pelvic osteotome was chipped. This was discovered preoperatively in the operating room when the surgeon opened his set. The surgeon did not use the osteotome on the patient and another osteotome was used. The surgery was successfully completed with no surgical delay. This report is 1 of 1 for (B)(4).